Event description:
It was reported that leakage was found near the wing of the catheter when changing diapers. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged leak could not be reproduced. One 5 fr triple lumen powerpicc was returned for evaluation. An initial visual observation showed a large amount of use and adhesive residue on and within the returned sample. A hard, dried residue could be felt within the catheter around the 39 cm depth marker. Each lumen of the catheter was flushed and pressurized with a 12 ml syringe of water and no leaks were found. The white lumen was found to be patent to infusion and aspiration. The grey lumen was found to be partially occluded but was still able to be infused and aspirated. The red lumen was found to be fully occluded. A stylet was inserted into the red lumen and the occlusion within the catheter was found to be around the 39 cm depth marker. A microscopic observation revealed no damage on the returned catheter. Use residue remaining in the removed catheter can harden during transport to bd medical for evaluation. There was no complaint or indication of an occlusion in this catheter during use by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found near the wing of the catheter when changing diapers. There was no reported patient injury.